Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.0/+3.0/093 (sphere/cylinder/axis), in the patient's left eye (os) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the lens tore/broke during injection into the eye. There was no report of any apparent injury. The lens was not exchanged for another lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: the product was returned in a micro centrifuge vial with residue on the product. Visual inspection found the lens missing a piece of haptic, the haptic bent, and residue on the lens. (B)(4)